Event description:
It was reported that during central processing, the tip of the sp monopolar curved scissors (mcs) instrument was found broken. No patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the issue was found during sterile processing. There were no reports of an instrument issue during previous usage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sp mcs instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found a broken instrument tube adapter, and the broken piece, measuring roughly 0.069" x 0.110" in size, was not returned. These type of damage are attributed to damage during use, which may include an accidental drop of the product or collisions with other objects or hard surfaces. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue.